Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on ventricle egm caused shock. Lead was partially explanted. Fragments of the lead remain in the heart due to difficult extraction. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin. The proximal and medial fragment were received for analysis. The distal fragment was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed a damaged insulation 30 cm distal to the is-1 connector pin and a stretched inner conductor coil 44.5 cm distal to the is-1 connector pin. These damages most likely occurred during the extraction procedure due to surgical tools and applied tensile stress. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.